Event description:
Female pt presented with 13mm iliac vessels with circumferential calcium (9mm flow lumen). There was an inability to access with the 25-16-140bl bifurcated device. The device was removed and a cook hydrophilic dilator was introduced. While advancing the dilator through the iliac, the iliac vessel was inadvertently perforated. A 16-16-88l limb extension was deployed to exclude the perforation. The same bifurcated device was attempted again, however, still unable to access. The pt was converted to open repair. An aorto bifem was performed. The pt suffered blood loss and had no urine output after the procedure; the next day, was in renal failure, and died of cardiac arrest.

Manufacturer narrative:
Review of lot records/work orders, prior reports. No issues were noted. Physician inadvertently perforated iliac vessel with cook dilator.